Event description:
It was reported that there were next box of intermittent catheters they opened that was happily the only catheter from this box they had to throw away. But that makes 4 out of the last 60 that they threw in the trash. It was an unacceptably high number. They were currently dealing with umpteenth uti. They would not risk anything that might increase my risk of infection. The more catheter that they have to expose when opening it, the greater the risk. Just compare the magic 3 to the currently unavailable magic go catheter. When they peel back the magic go only the funnel end can be exposed. And the sure grip was always right there with it. This was obviously not true of the magic 3 that was not 6 sigma manufacturing. They hope they were able to resolve it. Lot #jugu0786, lot #unk. It was unknown if the device contributed to the uti at this time and medical intervention is unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were next box of intermittent catheters they opened that was happily the only catheter from this box they had to throw away. But that makes 4 out of the last 60 that they threw in the trash. It was an unacceptably high number. They were currently dealing with umpteenth uti. They would not risk anything that might increase my risk of infection. The more catheter that they have to expose when opening it, the greater the risk. Just compare the magic 3 to the currently unavailable magic go catheter. When they peel back the magic go only the funnel end can be exposed. And the sure grip was always right there with it. This was obviously not true of the magic 3 that was not 6 sigma manufacturing. They hope they were able to resolve it. (Lot #jugu0786), ( lot #unk). It was unknown if the device contributed to the uti at this time and medical intervention is unknown. Per customer follow up received on 18apr2024, it was reported that the event happened months ago and the faulty product was thrown out. They could not use it and saw no reason to save it. They did have photos of the issue and will append one here. The orange sure grip should be all the way at the funnel end so that only the very end of the package needed to be opened. The more product exposed, the greater the risk of contamination. It happened several times including some that bard representative sent them as replacements. They were not impacted except for the fact that they paid for catheters that had to be thrown out unopened. Per additional information received via email on 15apr2024, they opened a new box of catheters over the weekend and found several faulty ones and not as bad as some they have seen but not ones they would dare to use. The catheter was with the orange gripper all the way at the funnel end, and it was not possible to milk the gripper back.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received one (1) photo sample. Photo sample showcase two (2) iscs with orange grippers; one (1) isc has orange gripper closer to the funnel and the other isc has orange gripper a little further away from funnel. Based on the photo sample received in comparison to the drawing, the product does not meet specifications. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be placement design. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.